Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Additional device product codes mni, mnh, kwp, kwq. Date of implant was reported as (B)(6) 2013 plus or minus a day. Device was not reported to be explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a surgery with an uss fracture system in (B)(6) 2013. Patient was implanted with four clamps, four screws and a rod. On (B)(6) 2017, x-ray was taken and it observed that one of the screws was broken. Patient reported to have back pain. Patient will need revision surgery. Concomitant devices reported: uss low profile fracture clamp (part# 498.831, lot# unknown, quantity 4). The 5.0 mm ti schanz screw (part# 496.712, lot# unknown, quantity 3). The 6.0 mm ti hard rod 500 mm (part# 498.119, lot# unknown, quantity 1). This report is for one (1) 5.0 mm ti schanz screw. This is report 1 of 1 for (B)(4).